Event description:
The patient's device eroded. The ins was sticking out of the skin the size of a silver dollar. The wires were still connected. The device was removed. Additional information has been requested.

Manufacturer narrative:
Lead: model 3889-28, lot# v302593, implanted: 2009 (B)(6), explanted. Programmer: model 3037, serial# (B)(4). (B)(4).